Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple power error detected alarm. Customer's blood glucose value was unknown. The customer assisted with troubleshooting. Customer stated that the insulin pump asked for several battery changes. Customer stated that they verified in alarm history that the alarm occurred every 4 hours. Customer stated that the insulin pump has not been exposed to low temperatures. Customer stated that they had to simulate the rewind sequence after every alarm. The device will not be returned for analysis.